Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error alarm. The customer states their insulin pump was exposed to moisture when their drink spilled. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the screen was unable to be navigated due to button error alarm. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners and missing end cap sticker.